Event description:
According to the reporter: the doctor fired the ta and cut, but noticed no staple line on the rectum. No blood loss was associated and manual suturing was applied. Procedure: low anterior resection.